Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. There were visual indications of dried fluid within the cassette compartment on the pump; however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1932 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touch screen test then passed. An internal inspection of the returned cycler did not identify any visual indications of dried fluid under the pump assembly on the bottom cover. The cycler underwent and passed a system air leak test and a voltage verification check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A patient care technician (pct) from a user facility reported to fresenius technical support (ts) that the screen of a liberty select cycler was dim during power up despite the display brightness being set to 10. The pct rebooted the cycler, but the screen remained dim. The ts representative advised the pct to continue use of the cycler; however, they also issued the clinic a replacement. There was no patient involvement associated with the event, and this was confirmed upon follow-up. The cycler was used for training purposes, and the clinic was able to use a different cycler for training. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the clinic. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.